Event description:
Retained portion of guidewire found on subsequent visit 8/27/97 during angiogram. Wire had originally been placed 3/6/97. Pt had consult & went to or 8/29/97 for 6 vessel cab & aortotomy.